Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon did not deflate when air was aspirated. Multiple attempts were tried to deflate the balloon using different syringes, and finally the balloon deflated on its own and was pulled of the patient. A small tear was noted on the bile duct, and a stent was placed without any issues. The physician is not sure if the balloon is what caused the small tear in the bile duct. The procedure was completed at this time. The patient's condition at the conclusion of the procedure was reported to be stable.